Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex tracheobronchial partially covered distal release stent was used during a bronchial stent placement procedure in the bronchus performed on (B)(6) 2015. According to the complainant, the stent was used to treat a malignant 3cm lesion in the left mainstem bronchus. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the stent placement. There were no visible damages noted to the device and its packaging prior to use. During the procedure, the physician inserted the stent into the patient but experienced difficulty crossing the device through the lesion. The physician attempted to deploy the stent by pulling the string; however, the stent failed to deploy and the deployment catheter bowed and formed like a horseshoe. The procedure was completed with another ultraflex tracheobronchial partially covered distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Evaluation findings of stent partially deployed. Investigation results: an ultraflex distal release tracheobronchial stent was returned for analysis. Visual examination of the returned device noted that the distal end of the stent was partially deployed by 5mm. No issues were noted with the profile of the catheter shaft and the profile of the tip. Examination of the profile of the crochet stitches from the point of release from the stent found no issues. During analysis, the investigator retracted the deployment suture and fully deployed the stent with some bending of the shaft noted. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.